Event description:
During a software upgrade, a backup operation was noted on the device. Device analysis was recommended. There was no patient involved.

Manufacturer narrative:
Analysis of the device image obtained from the pacemaker noted the device was not in backup vvi mode. Visual, electrical and mechanical testing indicated the device exhibited normal characteristics with the battery voltage still near to beginning of life (bol). The reported event of backup vvi mode was not confirmed.